Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported bubbles were entering into the patient's eye during surgery and that the cooling fan was very noisy. The surgeon reports having experienced similar events on several occasions. There was no patient harm reported. Multiple attempts were made to collect additional information regarding patient impact in this event and the other events the surgeon reportedly had, but has not been provided to date.